Event description:
It was reported that a smiths medical pump displayed a no disposable pump won't run. Res vol is 97.6 ml, rate is 56.0 ml/24 hrs, given is 8.4 ml. A couple of small bubbles observed in the tubing that extends across the top of the cassette. Patient not affected. No further information available.